Event description:
A report was received that stated an 840 ventilator experienced a faulty graphical user interface (gui) central processing unit (cpu). Though requested, patient involvement is unk.

Manufacturer narrative:
Covidien reference (B)(4).